Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that they discovered a fluid leak from the heater bag, additionally, multiple air detected in cassette warnings occurred in fill 5 of 5. Upon follow up, the pdrn confirmed the reported event stating that the patient did not notice that the bag was leaking prior to treatment. The patient discovered fluid leaking from the heater bag in fill 5 and the treatment was cancelled. After treatment was cancelled the patient completed a manual drain. The pdrn could not confirm where the bag was leaking from. The cause of the leak was unknown. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that fluid came in contact with the cycler, however, could not confirm if the patient received their replacement cycler. The old cycler is available for return to the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that they discovered a fluid leak from the heater bag, additionally, multiple air detected in cassette warnings occurred in fill 5 of 5. Upon follow up, the pdrn confirmed the reported event stating that the patient did not notice that the bag was leaking prior to treatment. The patient discovered fluid leaking from the heater bag in fill 5 and the treatment was cancelled. After treatment was cancelled the patient completed a manual drain. The pdrn could not confirm where the bag was leaking from. The cause of the leak was unknown. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that fluid came in contact with the cycler, however, could not confirm if the patient received their replacement cycler. The old cycler is available for return to the manufacturer.